Event description:
It was reported that a motor rate error occurred during the infusion process. The event occurred during infusion.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that a motor rate error occurred during the infusion process. It is verified that the error is found in the alarm history. There was no 12-month service history during the review. The visual and functional testing was performed. The probable root cause was the faulty main board. The pump was repaired by replacing the main board and replaced the right plunger case as it was cracked. After installing and replacing the parts, the pump passed all the testing.